Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high and variable impedance was noted on the right ventricular (rv) lead post implant. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the anatomical position of the lead was the left ventricle.